Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ellison surgery the eyelet broke off when the suture was pulled through. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc-1, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, batch number 15336501, was received for investigation. Visual inspection noted that only the device was received disassembled. The tip of the swivelock had surface damage along it. The eyelet was missing, and only the anchor, stained sutures, and the o-ring were returned for evaluation. Functional testing could not be performed due to the damage to the device. The most likely cause is misaligned insertion or prying/leveraging the device during use. Refer to investigation photos. Complaint allegation is confirmed.